Event description:
It was reported that during an arthroscopy, the suture of the ultra fast-fix was tangled together and couldn't be push and knot. All implants were removed from the patient with tweezers. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and depth straw were not returned. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, excessive biodebris, or improper technique. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, the suture of the ultra fast-fix was tangled together and couldn't be push and knot. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.